Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
--

Manufacturer narrative:
Boston scientific received additional information. Two months later, the patient heard beeping tones from the device and returned to the clinic for a device check. Interrogation revealed the device had declared end of life (eol) battery status with a monitoring voltage of 2.73v and a charge time of 40.7 seconds. The device was explanted and replaced the following day. No adverse patient effects were reported. The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri) battery status about two weeks ago. The monitoring voltage was 2.81v and the charge time was 18.9 seconds. A boston scientific technical services consultant discussed extended charge times at middle of life and recommended device replacement, due to eri being declared. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates this device remains in service. This investigation will be updated should further information be provided.